Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy¿ drug-eluting stent, the device was taken out from the sheath without resistance; however, the stent came out stretched. The device was not used and the procedure was completed with a different device. No patient complications were reported.